Event description:
It was reported that a patient had an inflammatory mass. The catheter was occluded "somehow" and that was why they thought it was an inflammatory mass. Per the hcp, they knew the mass had been there since (B)(6) 2011; the patient had an MRI in (B)(6) 2011. No one has looked at the mass since then. The hcp stated that the pump was empty and they didn't want to use it anymore so "they are just shutting off pump". The medication administered via the pump was morphine 25 mg/ml concentration at a dose of 3.2 mg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted (B)(6) 2006, explanted unk.